Event description:
A malfunction alarm identified as malf 9 was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information, assisted in resetting the pump, and advised the customer to continue using the pump while monitoring for any recurrence of the malfunction code. The customer acknowledged and understood these instructions.